Event description:
It was reported to philips that the device gave a continuous audible alarm. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the information available and the testing conducted, issue did not reproduce when philips technician checked at customer site and device is working as per manufacturer's specifications. The investigation concludes that no further action is required at this time.